Manufacturer narrative:
Information unknown, not provided. If explanted, give date: not applicable, as the lens remains implanted. (B)(4). Device evaluation: product evaluation cannot be performed because the lens remains implanted. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a clinical study patient had intraocular lens (iol) rotation of approximately 13 degrees. Uncorrected visual acuity right eye (od) at the 3-month postoperative visit: 20/25. Manifest refraction od: -0.25 sphere. Best-corrected visual acuity od: 20/16. Subject reported mild halos at this visit. No surgical intervention is planned at this time. This is the final study visit for this subject; completed the study on (B)(6) 2020 it was stated that there was no patient complication and/or related injury. Outcome do not significantly interfere with activities of daily life. Current patient status is the patient has recovered. No other information was provided.

Manufacturer narrative:
The complaint below was based upon a subjective estimate made by the investigator from a slit-lamp measurement. For this study, we have also been doing independent analysis of the iol photos taken at each visit. These are objective measurements of the actual iol axis. Based on this objective measurement, the actual amount of iol rotation for the subject below is less than 02 degrees. There is still no surgical intervention planned, and the subject has exited the study. Subject visit schedule, page, study eye, delta angle from base: 80729512009, po 3 month, analyst 1 review od, -1.036; 80729512009, po 3 month, analyst 2 review od, -1.071.